Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for the wrong cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis. The customer's reported problem was "alarms wrong cassette". No physical damage was found on the pump. Inspection of the pump's event log showed wrong cassette alarm messages after cassette latched. The pump was visually inspected. A cassette was attached to the pump to observe the issue. The reported problem was verified. The pump was displaying "wrong cassette" alarm message when a cassette was latched. What caused the reported problem was fluid ingression. Who caused the reported problem was user induced. The device was used in a manner that is inconsistent with the operator's manual/instructions for use. The downstream occlusion sensor was replaced.